Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; however, that is considered not reportable as that device is sold internationally only. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process. Device not returned.

Event description:
A patient complained after leaving the hospital, that he had some burns on the forehead. Burns were not determined to be "serious". A dr, chief of radiosurgery, states there have been 6 documented cases of forehead burns since 2008. Of which the date of incident are: 2008, 2009. Headframe screws (titanium and quick fixation screws) and posts (carbon and non-insulated) were all used interchangeably within an achieva 3.0t MRI environment. None of these events were previously notified to elekta prior to sept. 22, 2009.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Per the surgeon's response, the device was not explanted. The date of implant was 2006. Date of death provided as 2006. Cause of death provided brain stem death. Surgeon has disassociated the device indicating that the device did not contribute to the death of the patient.